Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (60 mcg/ml at unknown dose), dilaudid (6 mg/ml at unknown dose) and marcaine (6 mg/ml at unknown dose) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient came into the emergency room (ER) with an alarming pump and what the hcp believed to be drug withdrawal. It was noted this all happened "a couple weeks ago" relative to the report date of (B)(6) 2019. The patient had said that he saw his physician in the past and was told the "pump was low." The caller was unsure when that was. The patient's symptoms were "fuzzy brain," nausea and "can't form sentences." The caller wanted a device manufacturer representative paged to interrogate the pump. No further complications were reported. Additional information was received from a health care professional (hcp) on 2019-jun-14. The hcp was asked which alarm was sounding to which they responded "no." The pump had been emergently replaced. It was noted that a low reservoir alarm was not sounding. The patient's weight was unknown. No further complications were reported.